Event description:
The customer reported via the sales rep that two exeter bone plugs have allegedly cracked whilst being implanted in surgery. The customer reports that the surgeon, was trying to put a size 16 exeter bone plug into a patient when it cracked whilst being knocked in. The customer reports that the surgeon tried a second size 16 exeter bone plug which also cracked whilst being knocked in.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was not confirmed. -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: not performed and not relevant to this investigation, the reported product was not implanted. -device history review: DHR review was satisfactory. -complaint history review: there have been no other similar events for the lot referenced. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The customer reported via the sales rep that two exeter bone plugs have allegedly cracked whilst being implanted in surgery. The customer reports that the surgeon, was trying to put a size 16 exeter bone plug in to a patient when it cracked whilst being knocked in. The customer reports that the surgeon tried a second size 16 exeter bone plug which also cracked whilst being knocked in.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.